Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed. The customer¿s blood glucose (bg) level ranged from 530-600 mg/dl and was addressed with a manual injection. The manual injection was incorrectly administered and subsequently the customer was hospitalized. The elevated bg levels were addressed with an insulin drip and fluids. The customer was released from the hospital on (B)(6) 2018.